Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink secondary medication set did not give a dose of scheduled zosyn via intravenous administration. The zosyn bag and normal saline bag appeared to be hung at the same height. The procedure used was the connection of a secondary intravenous line to a primary intravenous line for the infusion of a scheduled dose of intravenous medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.